Event description:
It was reported that large volume intermate's bladder ruptured at the end of the infusion. There was patient involvement; however, there was no report of patient injury, medical intervention, or adverse event in association with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Evaluation summary: the initial evaluation confirmed the reported condition. Microscopic examination of the bladder revealed marking on the interior surface of the bladder near the rupture line. This is an indication of internal damage. The cause of the rupture could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The sample has been received for evaluation. During visual inspection a ruptured bladder in a footing position was identified. If additional relevant information is obtained, then a follow-up MDR will be submitted.